Manufacturer narrative:
Based on reported information, review of case images, investigation of returned unit, as well as inspection of 1 retain from 1 of the lots reported in the case, there is no evidence to suggest the device was defective; rather the most likely cause may be related to how the device was used. The extent of damage on the returned device indicates a significant amount of force was placed on the catheter, resulting in marker band removal. The instructions for use warns: "never advance or withdraw a device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation". Finally, the manufacturing review verified all in process steps/quality control checks were performed per procedure.

Event description:
A patient with sah at the acom was being treated with web implant. The via 21 was shaped using the provided shaping tools and a water cooker (steam kettle). An envoy daxb was used as support catheter. Access to the a1 segment was not possible. On retrieval of the catheter, substantial friction was felt by the operator. After retrieval, the broken tip of the via 21 could be seen. Subsequently, the aneurysm was coiled. On final control and on enlarging the view to the whole head, a black dot was detected, that didn't exist prior to the treatment of the patient - the customer assumes it is the marker of the via. While the via has been saved and will be picked up tomorrow, the envoy has unfortunately been discarded. The patient is doing well given that this patient had a sah, mrs score = 1 and h&h score = 1 prior to the procedure. The black dot (whatever it is) doesn't seem to have an adverse effect on flow or to be thrombogenic.